Event description:
Bowel injury. Pt returned 6 days after surgery with wound drainage. Bowel injury detected via hypaque enema under fluoro. Treated with temporary diverting colostomy and antibiotics. Wound was also packed.

Manufacturer narrative:
The training, manufacturing process, design, inspection, testing, lot records, etc. Were evaluated.